Event description:
This device was returned with documentation from biotronik representative. The device was at eri indication. This device was removed due to premature eri. This device was replaced with a lumax 340 hf-t.